Manufacturer narrative:
No device is expected to be returned for evaluation. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted. Since the lot number was not provided, the device history record and complaint database could not be reviewed.

Event description:
The physician reported that during stent removal the proximal suture broke. The suture was removed with a portion of the stent. Multiple attempts to remove the stent resulted in fracturing additional pieces off. The physician decided to postpone removal. The physician pushed the stent distally to move it away from the ues and telescoped an additional stent to treat a non-related fistula that was identified during the attempted stent removal. No patient harm or injury was reported. Implant date of (B)(6) 2015 is an estimate.